Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic after receiving a vibratory patient notfier. Upon interrogation, the right ventricular lead was observed to have elevated pacing impedance. The patient reported no adverse consequences, and would continue to be monitored.